Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative lot 04365fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative (lot# 04365fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect hbsag result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = (B)(6), confirmed (B)(6) by hbsag neutralizing confirmatory assay (B)(6). The physician questioned the result, sample was sent out for additional testing that produced a (B)(6) result. No impact to patient management was reported.